Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized on (B)(6) 2016 with blood glucose of 600 mg/dl. Customer was hospitalized due to diabetic ketoacidosis and high blood glucose. Customer's blood glucose was going up and down and it was not known why. Customer's blood glucose at the time of call was 200 mg/dl. Customer was wearing insulin pump at the time of hospitalization. Caller did not have time to troubleshoot and requested a call from field representative.